Event description:
Customer reports to have received a button error alarm after changing batteries. Batteries were changed due to numbers ramping during bolus delivery. Customer's blood glucose was 88 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. No display ramping on its own anomaly noted. The insulin pump had cracked case at display window corners, cracked display window, and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.